Event description:
It was reported that this electrode was an attempted implant, while the physician was suturing down the electrode, accidentally ran a needle through it and compromised the electrode. A new electrode was implanted to ensure the integrity of the systems. No adverse pt affects were experienced.